Manufacturer narrative:
2/23/1998-supplemental report #1 submitted to FDA.

Event description:
The device was used during a left pneumonectomy procedure. Reportedly, the staples did not form. The surgeon applied another device and resected the incomplete staple line. The hosp has reported the pt's condition is satisfactory.